Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "medial protrusio technique in cementless total hip arthroplasty for developmental dysplasia of the hip: a prospective 6- to 9-year follow-up of 43 consecutive patients" written by guo-chun zha, md, jun-ying sun, md, kai-jin guo, md, feng-chao zhao, md, yong pang, md, and xin zheng, md published by the journal of arthroplasty 31 (2016) 1761e1766 http://dx.doi.org/10.1016/j.arth.2016.01.052 on 9 february 2016. The reports upon follow ups for 43 patients and a table displays that 4 depuy pinnacle cups were utilized and 3 s-rom stems were utilized. Adverse events include: intraoperative femoral fracture (7), posterior dislocations (3) treated by closed reduction under general anesthesia, dvt (3) without treatment and symptoms gradually disappeared, thigh pain (4) that completely disappear after 2 years, groin pain which was aggravated by increased activity and radiographs reveal cup shifting and diagnosed as loosening (2). No further information provided if treatment or revision was provided for the cups diagnosed as loose, femoral osteolysis (9). The article does not clarify which adverse events are related to depuy products.